Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the distribution node (dn) to ECG-c cable was pulled from the strain relief. The disconnected cable caused the belt to fail the lead hi-pot test. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed the hi-pot test. The last pt to use this battery electrode belt did not report any deficiencies.